Manufacturer narrative:
Siemens healthcare diagnostics has confirmed complaints regarding variability of recovery of qc and patient results with the csa k4089 flex reagent cartridge lots 12300bb, 12318bb, and 13011bb. Internal testing has confirmed atypical performance and increases of >25% over several days for samples with csa concentrations below 125 ng/ml. Daily qc can detect performance variations in the assay. Errors are most pronounced below 125 ng/ml where maintenance therapy occurs, therefore dosage adjustment based on a single result is extremely unlikely. Nevertheless, siemens issued an urgent medical device recall communication 13-90 to customers who had ordered these lots advising them to discontinue use and to discard the lots. Siemens offered alternate non-impacted lots for customer replacements.

Event description:
Customer reported variability of recovery of qc and patient samples for cyclosporin a (csa) depending upon length of time running the samples within the reagent open well claim. The customer reported day to day imprecision of greater than 25% it is unknown if patient treatment was altered or prescribed due to the variable results with time after hydration of the csa reagent open wells. There was no report of adverse health consequences as a result the variability of results.